Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "micromist nebulizer did not nebulize." Alleged issue reported as occurred during a patient use. There was no report of patient impact or consequence. The patient condition was reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one (1) sealed representative unit of catalog number 1883 micro mist nebulizer w/tee, tbg & mthpc for analysis (B)(4). A visual exam was performed and no defects were observed. The returned tubing was used to connect the nebulizer unit to the air flowmeter. 5cc of water was added to the returned nebulizer unit and tubing was connected to an air flowmeter and the pressure was increased to 8 lpm. During functional testing mist was produced from the chamber of the nebulizer. The device history record of (B)(4) has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to specifications. The reported complaint of the nebulizer not producing mist could not be confirmed through functional inspection of the returned sample. There were no issues found with the returned device. The unit functioned as intended.

Event description:
Customer complaint alleges "micromist nebulizer did not nebulize." Alleged issue reported as occurred during a patient use. There was no report of patient impact or consequence. The patient condition was reported as "fine".